Event description:
It was reported that the camera head had a scope communication error (e226 / e228) and the image does not appear. The issue occurred during an unknown procedure. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the legal manufacturer's final investigation results. Reviewing the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection, and the reported failure of the e226/e228 error scope communication error could not be duplicated. However, the user's allegation that the image did not appear was confirmed. The cable boot was found separated from the camera's head, with water inside. In addition, the following reportable malfunctions were identified during the device evaluation: error b30 was identified. Based on the investigation's results, the following likely led to the malfunction: no problem detected. A definitive root cause could not be identified. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported that the camera head had a scope communication error (e226 / e228) and the image would not appear. The issue occurred during an unknown procedure. There were no reports of patient harm.